Manufacturer narrative:
Additional information has been provided in a.2, a.3, b.6 and d.11. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified.   There have been no other complaints reported in the lot number. The manufacturer internal reference number is: 2020-62396.

Event description:
A facility representative reported an explanted intraocular lens (iol), with a patient reason for explant of "blurred vision, poor function of vision", and a clinical reason for explant of "patient intolerant to iol". Additional information has been requested however, further information has not been received.